Manufacturer narrative:
Final analysis found the pulse generator in backup mode. The device had reached elective replacement indicator (eri) prematurely. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri). Measured battery data was 2.51 v, 7 ua, 16.3 kohms. The eri trip date was (B)(6) 2010. Six months prior, measured battery data was 2.69 v, 8.0 ua, 6.1 kohms and the programmer displayed 1.75 - 2.0 years. The programmed settings were aair, 60 ppm, 2.5 v at 0.5 ms. The device was removed and replaced.